Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: multiple alarms air in line. Air cleared numerous times. Both primary and secondary IV bags at room temperature. Secondary line changed. Air in line multiple alarms for milrinone heparin and vasopressin. Alarms less frequent than primary line but occurred 3 times since beginning of shift. All lines troubleshooted and alarms resolved for a short period. No injury reported.